Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during meniscus repair with the ultra fast-fix assembly - curved, after t1 and t2 were inserted, t2 could not be divorced from needle and also pulled out t1. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported. A delay of 30 minutes or less was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned with the blue split cannula. T1 is detached from the device. T2 has been pushed to the distal tip of the device. No visible debris on the device. A functional evaluation revealed t2 could be deployed from device after applying pressure behind anchor as intended. A review of the customer provided image reveals t1 has become detached from the device. T2 has been pushed forward to the distal tip of the needle. The depth gauge has been removed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).